Event description:
It was reported that a cartridge alarm occurred during insulin delivery and bolus insulin delivery. Additionally, it was reported that intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 216-253 mg/dl.

Manufacturer narrative:
Device not returned.